Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that under filling is occurring during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: I work for a medical device company, and while collecting venipuncture blood for a research study, we have had multiple problems with one lot of bd sst-vacutainers. The lot is not set to expire until 30sep2020, and the lot number is 9255587. While our phlebotomist was attempting to draw blood, she would pierce the top of the vacutainers and no vacuum would be generated, causing her to have to use multiple tubes for one 3.5ml blood draw. This created a discomfort for our subjects, who already may have had anxiety about the blood draw, and made our phlebotomist look inexperienced, leading to her feeling discouraged. We like to use bd vacutainers for these collections, but this set of vacutainers has been completely unreliable.

Manufacturer narrative:
Investigation summary: bd received 14 samples from the customer for investigation. All samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that under filling is occurring during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: I work for a medical device company, and while collecting venipuncture blood for a research study, we have had multiple problems with one lot of bd sst-vacutainers. The lot is not set to expire until 30sep2020, and the lot number is 9255587. While our phlebotomist was attempting to draw blood, she would pierce the top of the vacutainers and no vacuum would be generated, causing her to have to use multiple tubes for one 3.5ml blood draw. This created a discomfort for our subjects, who already may have had anxiety about the blood draw, and made our phlebotomist look inexperienced, leading to her feeling discouraged. We like to use bd vacutainers for these collections, but this set of vacutainers has been completely unreliable.